Manufacturer narrative:
The device investigation is in progress. Failure to osseointegrate is a well known inherent risk of the procedure.

Event description:
The dentist reported that the mini-implant failed to osseointegrate. There was no serious injury reported to the patient or any infection at the site. The bone type was type ii. Also, nothing abnormal was reported with the implant itself.